Manufacturer narrative:
The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported while using bd nano¿ ultra-fine¿ pen needles, 32g x 4mm that needle clogs and is not sure of what dose is being received. The following information was provided by the initial reporter: consumer reported, when taking injection, flow stops half way and he has to use a second pen needle to complete his injection. Pen needle work okay with tresiba but clogs when using with humalog. When pen is pressed, it stops half way and no insulin delivered. This has been happening for couple of years. Every 1 in 10 clogs. Customer stated he doesn't know what dose he receives or if he's getting any when it stops working so it's inconvenient.

Event description:
It was reported while using bd nano¿ ultra-fine¿ pen needles, 32g x 4mm that needle clogs and is not sure of what dose is being received. The following information was provided by the initial reporter: consumer reported, when taking injection, flow stops half way and he has to use a second pen needle to complete his injection. Pen needle work okay with tresiba but clogs when using with humalog. When pen is pressed, it stops half way and no insulin delivered. This has been happening for couple of years. Every 1 in 10 clogs. Customer stated he doesn't know what dose he receives or if he's getting any when it stops working so it's inconvenient.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evalution?: yes. D9: returned to manufacturer on: 18-jul-2022 h6: investigation summary customer returned (86) open 32gx4mm bd pen needles without tear drop labels attached. The customer reported that flow stops half way when taking injections and doesn¿t know what dose he receives. The returned samples were examined, and the following was observed: - (B)(4) samples with a bent non-patient end (npe) cannula - (B)(4) samples with a broken npe cannula - (B)(4) samples with a straight (undamaged) npe cannula all(B)(4) samples with undamaged npe cannulas were tested for flow using a test pen injector, and all 4 were able to expel properly. The bent and broken npe cannulas would prevent proper flow through the pen needles, hence, the customer would think the pen needles were clogged or not providing proper dosage. Since all (B)(4) samples were returned after use, the probable cause of the bent and broken npe cannulas is user error when attaching the pen needles to a pen injector. A complaint history check was performed and this is the 2nd. Related complaint for needle clog on lot # 0198513. Embecta was able to duplicate or confirm the customer¿s indicated failure. The root cause for this issue is user related.